Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.

Event description:
When manipulating the catheter inside the body, the wire got stuck and could not be moved. Since it could not be removed, the catheter was replaced. Infected: unknown. Infection name: diagnosis or treatment: resolution: different device used (same model). Where did event occur: outside the patient. Patient outcome: no patient injury. First time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Generator used. Ablation: catheter used. Other used. Country of event: japan. Event date: 10 oct 2025. Product available for return? No. Product availability comment: discard in facility.